Manufacturer narrative:
Pc(B)(4). Date sent to the FDA: (B)(6)2018. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: tape placed around a vertebral lamina to help anchor spinal rod. Approximately 4 cm of tape. Patients seizure activity, elevated esr/crp and pain found to be related to occult urinary tract infection. Patient is 9 year old girl with dravet syndrome and early onset scoliosis. Patient is doing well and no plans to remove the tape at this time. The following information was requested, but unavailable: what was the date of the initial procedure? Can you explain what is meant by ¿explorations¿? Was any medical intervention provided to the patient?

Manufacturer narrative:
(B)(4). Surgical procedure. Seizures occurred, foreign body reaction occurred. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a pediatric patient underwent an unspecified implantation procedure on unknown date and umbilical tape was used to fixate an implant at the site of a rib. Estimated amount of tap left implanted was 2 inches. Post operatively the patient began experiencing an increase in the frequency of seizures. Subsequent explorations revealed ¿foreign body¿ at the site where the umbilical tape was used. The surgeon reported that the wound has healed, no wound issues and no inflammatory parameters in the lab results. Additional information will be requested.